Manufacturer narrative:
The customer contacted a siemens technical service consultant regarding a (B)(6) patient sample. The tsc evaluated the instrument data and determined controls were in range during the event and that the cause of the (B)(6) patient sample was user error; pre-analytical issue. The customer declined further service. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A (B)(6) patient sample was obtained on an advia centaur xp instrument. The initial result was (B)(6) and reported to the physician. A new sample was drawn and the corrected result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the incorrectly reported (B)(6) result.